Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that after use on a patient, it was observed that the motor device had an e5 error code. During service and evaluation, it was observed that the motor device had a damaged component - cable/cord/wiring. It was also noted that after about nine minutes there was an e5 error on the display, motor got hot, hose was worn out, motor and control were defective and device had water damage. It was further noted that the device failed pre-test for handpiece temperature assessment and loctite and cable assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.